Event description:
Dialysis machine was not working properly. Facility made reference to one pt who was set to lose 6 kg but gained .7 kg instead. Chief tech discovered incoming water lines one inside the other, shortcircuting the incoming line to drain. Repaired locally. CT notified MFR.